Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer was implanted with a new device in (B)(6) 2017. Currently, he was not able to make any contact with the device anymore. Two different clinician programmers were tried without success. No symptoms were reported. Additional information received reported the device was activated on default settings at the time of insertion in (B)(6) 2017 and the consumer was discharged with default settings. By the time of control in (B)(6) 2017, connection was not possible. The hcp had two clinician programmers, one with a new card and one with an old card, and neither can communicate with the ins. There were no further complications reported and/or anticipated.